Event description:
Pt implanted in 2008. Approx 4 weeks postop, pt showed signs of warmth or redness around implant site. No complaints made to company at that time. On 9/9/2009, the rep was informed that the pt was to be re-operated. The pt had been put on IV antibiotics in intervening period, although, all blood cultures and bone biopsies were negative for infection. Doctor indicated he believes pt had an allergic reaction to implant because she "had sensitivity to certain types of earrings" going back several years. The IFU cautions against use of the product in pts with known metal sensitivities. No similar complaints have been received in the last year.

Manufacturer narrative:
Product is not expected to be returned to company. This info is based on verbal interview of surgeon.